Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received compromised force sensor system alarm on their insulin pump. The customer's blood glucose level was reported to be 117mg/dl. Troubleshoot was reported to be conducted. It was reported that he customer was advised that the device would have to be replaced and returned for analysis.